Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the nozzle was completely obstructed by foreign material. The customer's originally reported issue was confirmed. The following additional findings were also noted: angle wire worn, various creases, breakages, breaks in the adhesive of the bending section cover, corrosion, and leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that, during preparation for use of their evis lucera colonovideoscope in an unknown diagnostic procedure, it was noted that there was an unknown debris in the air/water nozzle. The procedure was completed with no delay using a similar device. Upon inspection and testing of the returned unit, it was discovered that the nozzle was completely obstructed by foreign material. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an imperfection of proper reprocessing caused by leakage. The cause of the leakage could not be further presumed from the information obtained for this investigation. Regarding handling and reprocessing by the user, deviation from the instructions for use (IFU) was not confirmed. The IFU states in the following to contact olympus in case a leakage is detected. Therefore, abandoning reprocessing at leakage is not a deviation from the IFU: "·reprocessing manual_ cleaning, disinfection, and sterilization procedures_ leakage testing caution: if the exterior of the electrical connector is scratched, the connector may no longer be waterproof and the seal inside the water-resistant cap may be scratched. If the electrical connector is scratched, send it immediately to olympus for repair." Olympus will continue to monitor field performance for this device.